Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Unrelated to the complaint, visual inspection revealed a battery compartment crack from threads to case seal and a cartridge compartment crack at threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.